Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 degenerative mitral regurgitation (mr), prolapsed posterior leaflet, flail anterior leaflet and ruptured chordae and papillary muscle for a mitraclip procedure. During the procedure, the clip was entangled with floating tissue repeatedly during deployment sequence. However, the clip was deployed successfully. Post deployment, the clip had single leaflet device attachment(slda) from the anterior leaflet. Additional clip was deployed to stabilize the slda clip. A physical contact was observed between the two clips. Per the physician, slda was due to the pre-existing patient anatomy. The mr remained unchanged post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and based on the information provided, the reported difficult or delayed positioning (clip interacting with the anatomy) and slda resulting in mr appear to be related to patient conditions (prolapsed posterior leaflet, flailed anterior leaflet and ruptured chordae and papillary muscle). Mitral regurgitation is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 degenerative mitral regurgitation (mr), prolapsed posterior leaflet, flail anterior leaflet and ruptured chordae and papillary muscle for a mitraclip procedure. During the procedure, the clip was entangled with floating tissue repeatedly during deployment sequence. However, the clip was deployed successfully. Post deployment, the clip had single leaflet device attachment(slda) from the anterior leaflet. Additional clip was deployed to stabilize the slda clip. A physical contact was observed between the two clips. Per the physician, slda was due to the pre-existing patient anatomy. The mr remained unchanged post procedure. There was no clinically significant delay.